Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, appendix disorder, grand multiparity, hypercholesterolemia, impaired fasting glucose, vomiting, diarrhea, flank pain, vaginal itching, back pain and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash papular ("rashes or skin conditions type: itchy small bumps"), vision blurred ("vision/eye problems type: blurry) vision-occasional") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced musculoskeletal pain ("shoulder blades pain"). In 2016, the patient experienced perineal pain ("pain perineum"). In 2017, the patient experienced nausea ("nausea") and ageusia ("other injury(ies) or complication (s) please describe: loss of taste."). In (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), dermatitis allergic ("allergic- rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), pain in extremity ("pain legs and feet/ feet hurt") and arthralgia ("hip pain"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, tooth disorder, nausea, vaginal haemorrhage, rash papular, vision blurred, ageusia, musculoskeletal pain and arthralgia outcome was unknown, the dysmenorrhoea, weight increased, irritable bowel syndrome and perineal pain was resolving and the pain in extremity had resolved. The reporter considered abdominal pain, ageusia, arthralgia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, musculoskeletal pain, nausea, pain in extremity, pelvic pain, perineal pain, psychological trauma, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: all injuries resolved post-removal ¿ none. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Computerised tomogram abdomen - on an unknown date: findings are suspicious for acute appendicitis. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Pathology test - on (B)(6) 2019: final diagnosis right partial fallopian tube with essure implant, laparoscopic right partial salpingectomy and removal of essure: - short segment of fallopian tube showing no significant pathological abnormality; - essure, grossly identified. Left partial fallopian tube with essure implant. Laparoscopic left partial salpingectomy and removal of essure - short segment of fallopian tube showing no significant pathologic abnormality. - essure, grossly identified. Specimen(s) received: 1. Right partial fallopian tube with essure explant. 2. Left partial fallopian tube with essure explant. Procedure: laparoscopic bilateral partial salpingectomy and removal of essure gross description: the specimen presents in formalin labeled right partial fallopian tube with essure explant and consists of a short segment of fallopian tube measuring up to 1.5 cm long by 0.6 cm in diameter. A portion of the essure device is noted implanted within the lumen of the fallopian tube. The essure device consists of a coiled metallic wire measuring up to 4 cm long by 0.1 to 0.2 cm in diameter; for gross identification only. The specimen presents in formalin labeled left partial fallopian tube with essure explant and consists of a short segment of fallopian tube measuring up to 1.2 cm long by 0.6 cm in diameter. The serosal surface is tan, pink to purple. Sectioning reveals a pinpoint lumen. A small portion of the essure device is noted within the lumen of the fallopian tube measuring up to 1.6 cm long by less than 0.1 cm in diameter. Three additional fragments of the essure device consisting of a coiled metallic wire of variable diameter measuring 1.5 cm, 1.8 cm and 3.6 cm, and ranging from less than 0.1 to 0.15 cm in diameter are noted within the same container; for gross identification only. Clinical history: lower abdominal pain 7/10, excessive and frequent menstruation, pelvic pain. Ultrasound scan - on an unknown date: findings: uterus: round well circumscribed solid lesion on the posterior uterine body wall measuring 2.2x 1.6x1.3 cm favored to represent an intramural fibroid. Right ovary findings: 2.5x 2x 2cm hypoechoic cyst with internal lace like structure to reflect hemorrhagic cyst. Impression: renal hypoechoic well circumscribed solid lesion in the posterior uterine body wall measuring 2.2x 1.6 x 1 .3 cm favored to represent an intramural fibroid. 2.5x 2x 2cm hypoechoic cyst with internal lace like structure to reflect hemorrhagic cyst. Echogenic linear essure implants near to the bilateral cornua. X-ray - on an unknown date: impression: bilateral essure devices are apparent one over right sacrum and the other one left sacrum. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records urinary tract infection, abdominal pain, pelvic pain concerning the injuries reported in this case, the following one were reported from social media report : hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: hip pain and reporter information were updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (batch no: b61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, appendix disorder, grand multiparity, hypercholesterolemia, impaired fasting glucose, vomiting, diarrhea, flank pain, vaginal itching, back pain and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash papular ("rashes or skin conditions type: itchy small bumps"), vision blurred ("vision/eye problems type: blurry) vision-occasional") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced musculoskeletal pain ("shoulder blades pain"). In 2016, the patient experienced perineal pain ("pain perineum"). In 2017, the patient experienced nausea ("nausea") and ageusia ("other injury(ies) or complication (s) please describe: loss of taste."). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), dermatitis allergic ("allergic- rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and pain in extremity ("pain legs and feet"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, tooth disorder, nausea, vaginal haemorrhage, rash papular, vision blurred, ageusia and musculoskeletal pain outcome was unknown, the dysmenorrhoea, weight increased, irritable bowel syndrome and perineal pain was resolving and the pain in extremity had resolved. The reporter considered abdominal pain, ageusia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, musculoskeletal pain, nausea, pain in extremity, pelvic pain, perineal pain, psychological trauma, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: all injuries resolved post-removal, none. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test: on (B)(6) 2019: final diagnosis. Right partial fallopian tube with essure implant, laparoscopic right partial salpingectomy and removal of essure. Short segment of fallopian tube showing no significant pathological abnormality essure, grossly identified left partial fallopian tube with essure implant. Laparoscopic left partial salpingectomy and removal of essure short segment of fallopian tube showing no significant pathologic abnormality essure, grossly identified specimen(s) received. 1. Right partial fallopian tube with essure explant. 2. Left partial fallopian tube with essure explant. Procedure: laparoscopic bilateral partial salpingectomy and removal of essure gross description: the specimen presents in formalin labeled right partial fallopian tube with essure. Explant and consists of a short segment of fallopian tube measuring up to 1.5 cm long by 0.6 cm in diameter. A portion of the essure device is noted implanted within the lumen of the fallopian tube. The essure device consists of a coiled metallic wire measuring up to 4 cm long by 0.1 to 0.2 cm in diameter; for gross identification only. The specimen presents in formalin labeled left partial fallopian tube with essure explant and consists of a short segment of fallopian tube measuring up to 1.2 cm long by 0.6 cm in diameter. The serosal surface is tan, pink to purple. Sectioning reveals a pinpoint lumen. A small portion of the essure device is noted within the lumen of the fallopian tube measuring up to 1.6 cm long by less than 0.1 cm in diameter. Three additional fragments of the essure device consisting of a coiled metallic wire of variable diameter measuring 1.5 cm, 1.8 cm and 3.6 cm, and ranging from less than 0.1 to 0.15 cm in diameter are noted within the same container; for gross identification only. Clinical history: lower abdominal pain 7/10, excessive and frequent menstruation, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records urinary tract infection, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, appendix disorder, grand multiparity, hypercholesterolemia, impaired fasting glucose, vomiting, diarrhea, flank pain, vaginal itching, back pain and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash papular ("rashes or skin conditions type: itchy small bumps"), vision blurred ("vision/eye problems type: blurry) vision-occasional") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced musculoskeletal pain ("shoulder blades pain"). In 2016, the patient experienced perineal pain ("pain perineum"). In 2017, the patient experienced nausea ("nausea") and ageusia ("other injury(ies) or complication (s) please describe: loss of taste."). In (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), dermatitis allergic ("allergic- rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and pain in extremity ("pain legs and feet"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, tooth disorder, nausea, vaginal haemorrhage, rash papular, vision blurred, ageusia and musculoskeletal pain outcome was unknown, the dysmenorrhoea, weight increased, irritable bowel syndrome and perineal pain was resolving and the pain in extremity had resolved. The reporter considered abdominal pain, ageusia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, musculoskeletal pain, nausea, pain in extremity, pelvic pain, perineal pain, psychological trauma, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: all injuries resolved post-removal ¿ none. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6)2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Pathology test - on (B)(6)2019: final diagnosis right partial fallopian tube with essure implant, laparoscopic right partial salpingectomy and removal of essure short segment of fallopian tube showing no significant pathological abnormality essure, grossly identified left partial fallopian tube with essure implant. Laparoscopic left partial salpingectomy and removal of essure - short segment of fallopian tube showing no significant pathologic abnormality. Essure, grossly identified. Specimen(s) received 1. Right partial fallopian tube with essure explant. 2. Left partial fallopian tube with essure explant. Procedure: laparoscopic bilateral partial salpingectomy and removal of essure gross description: the specimen presents in formalin labeled right partial fallopian tube with essure explant and consists of a short segment of fallopian tube measuring up to 1.5 cm long by 0.6 cm in diameter. A portion of the essure device is noted implanted within the lumen of the fallopian tube. The essure device consists of a coiled metallic wire measuring up to 4 cm long by 0.1 to 0.2 cm in diameter; for gross identification only. The specimen presents in formalin labeled left partial fallopian tube with essure explant and consists of a short segment of fallopian tube measuring up to 1.2 cm long by 0.6 cm in diameter. The serosal surface is tan, pink to purple. Sectioning reveals a pinpoint lumen. A small portion of the essure device is noted within the lumen of the fallopian tube measuring up to 1.6 cm long by less than 0.1 cm in diameter. Three additional fragments of the essure device consisting of a coiled metallic wire of variable diameter measuring 1.5 cm, 1.8 cm and 3.6 cm, and ranging from less than 0.1 to 0.15 cm in diameter are noted within the same container; for gross identification only. Clinical history: lower abdominal pain 7/10, excessive and frequent menstruation, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records urinary tract infection, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure start and stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding vaginal, rashes or skin conditions type: itchy small bumps, vision/eye problems type: blurry) vision-occasional, gastrointestinal or digestive system condition type: irritable bowel syndrome (ibs), other injury(ies) or complication (s) please describe: loss of taste, pain legs and feet, shoulder blades pain, pain perineum were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic- rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, tooth disorder, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: all injuries resolved post-removal, none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Lab data added. Event injury nos updated to events dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia,, gen. Abnorm. Bleed, allergic rash, hypersensitivity, psych injury, bladder disorder, urinary tract disorder, uti, vaginal infection, fatigue, dental problem, nausea and weight gain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.